Manufacturer narrative:
Patient weight not available from the site. A medtronic representative reported that the imaging system was not responding when the door open button was pressed. This was while the site was trying to remove the system from the room. The medtronic representative manually cranked open and removed the imaging system from around the patient. At this point the medtronic representative tried to manually close the door but could not get it closed. The system did respond when the rep pressed the door open button but not with the door closed button. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the gantry door wasn't closing all the way due to the re-home process not being completed. The medtronic representative adjusted the rotor spacer, and successfully re-homed the system 3 times. The rep also adjusted the gantry skins and doors. A successful system checkout was performed which verified that the issue had been resolved. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was not responding when the door open button was pressed. This was while the site was trying to remove the system from the room. The medtronic representative manually cranked open and removed the imaging system from around the patient. At this point the medtronic representative tried to manually close the door but could not get it closed. The system did respond when the rep pressed the door open button but not with the door closed button. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.